Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Also, insulin pump was programmed correct time/clock and monitor 15 days and no time/clock anomaly during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as time clock anomaly. The customer¿s blood glucose level was 297 mg/dl. Troubleshooting was done for time clock anomaly and customer was advised to revert to back up plan. The insulin pump will be returned for analysis.